Event description:
Additional information received from the health care professional (hcp) clarified that the bad battery meant the patient had no benefit from the device. When asked the cause of the issue the hcp stated the patient claimed it did not charge well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a bad battery; the last time the patient saw a manufacturer representative she told the patient that it was a dangerous battery. The machine was doing the patient no good, he had not had it on in a year, and he was really upset. In 2008 the patient was told it could be taken out at any time, whenever the patient wanted. When the patient last saw a rep she told the patient that the new battery was a much safer battery than the one that was in the patient. The patient said the rep told him that the new one could not be hooked up to the system in his back and that the system could never be removed except for the battery so that was what got the patient upset. The patient wanted to arrange for a rep to be present at a healthcare professional (hcp) appointment on (B)(6) 2017 with the surgeon to remove the ins. The patient wanted his implant removed and wanted to speak to a rep about changing to a newer model. The patient was to follow-up with the hcp to page a rep and to resolve the symptoms.